Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out-of-range (oor) pacing lead impedance (pli) measurement of less than 200 ohms. Additional information indicated that the cause of low oor pli was not conclusively determined. This tachy device was explanted during left ventricular (lv) lead repair per physician's decision and was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
The device is expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.